Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a vial in liquid with residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -18.00/4.0/111 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.